Event description:
During an initial implant procedure, the helix of the right ventricular (rv) lead retracted on its own, despite the use of the helix locking tool, and would not extend after that. A new rv lead was successfully implanted to resolve event. The patient was stable with no consequences.